Event description:
It was reported that a symptomatic screw was removed on the right side. There was no reported surgical delay. This report is for an unknown 4.0 mm locking screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Event date and implant date: unknown. This report is for an unknown 4.0 mm locking screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.